Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, battery out limit alarm, off no power alarm, moisture damage and blank display on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the display returned. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to sweat via exercise however there was no moisture damage visible on the display screen. Customer performed and passed the self-test. Customer was advised a replacement battery cap would be sent out due to failed battery test and off no power alarm. Customer was advised to monitor the insulin pump.